Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not able to make cold water. They tested the device. At first, the temperature of chiller temperature went down well, but when the compressor was turned off, the temperature of chiller temperature was rose. They tested the device several times, but the compressor turned off repeatedly. When operating normally, the temperature of chiller temperature was dropped well, but when the compressor was turned off, the temperature of chiller temperature was rose. The device was not able to make cold water normally. They found chiller assy problem.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The reported problem was not reproduced. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not able to make cold water. They tested the device. At first, the temperature of chiller temperature was went down well, but when the compressor was turned off, the temperature of chiller temperature was rose. They tested the device several times, but the compressor turned off repeatedly. When operating normally, the temperature of chiller temperature was dropped well, but when the compressor was turned off, the temperature of chiller temperature was rose. The device was not able to make cold water normally. They found chiller assy problem.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The reported problem was not reproduced. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not able to make cold water. They tested the device. At first, the temperature of chiller temperature was went down well, but when the compressor was turned off, the temperature of chiller temperature was rose. They tested the device several times, but the compressor turned off repeatedly. When operating normally, the temperature of chiller temperature was dropped well, but when the compressor was turned off, the temperature of chiller temperature was rose. The device was not able to make cold water normally. They found chiller assy problem.